Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus and the evaluation found a defective control printed circuit board (pcb), a defective power supply pcb, a defective front control panel, and some form of liquid ingress on the chassis and on the inside of the front panel that had turned a greenish color. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a defective control printed circuit board (pcb), a defective power supply pcb, a defective front control panel, and some form of liquid ingress on the chassis and on the inside of the front panel that had turned a greenish color. There was no patient involvement.